Event description:
Same pt as MFR. Report # 3005099803-2008-04138. Retrospective and prospective chart review and analysis of endoscopic treatment by biliary stents. It was reported that approx 18 days post an rx wallstent permalume 10mm x 60mm stent placement procedure, the pt was diagnosed with "bile peritonitis presumed secondary to stent migration". It was noted that the wallstent was "impacted against the duodenal wall". The stent was removed by unspecified means and two unspecified 10fr x 10cm plastic stents were implanted. One of the gallbladder stents that was placed in a previous procedure was removed during the procedure. It was noted that the pt's condition resolved following wallstent removal and placement of the two plastic stents.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval, therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info from that review, a supplemental medwatch will be filed.